Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was contamination throughout the unit. The cause of the inability to charge the battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it was unable to charge a battery pack.